Event description:
It was reported that the patient was filled with 1mg/ml concentration of hydromorphone, but the pump was programmed to 0.8mg/ml at 0.2403mg/day. The patient did not have any symptoms or adverse effects due to the programming error. The pump system was being used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n413810, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial # (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the healthcare provider (hcp) was talked through a bridge bolus, and the programming error was resolved. The patient recovered without permanent impairment. The patient was getting the pump removed to be able to go back to bus driving, as their job would not let him work there with the pump.